Event description:
It was reported via repair work order that the power cord ground pin bent and cord could not be plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.